Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section d4: during processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported patient lost effective stimulation due to high impedances. To address the issue, patient underwent surgical intervention wherein entire system was explanted and replaced. Therapy was restored.